Event description:
During routine service, the unit over-heated and stopped giving flow. Internal inspection revealed the turbine impeller was seized by an unknown substance. Replaced the turbine to correct the problem.